Event description:
Customer states she is having problems with her insulin pump. She states that she received a no delivery alert even though insulin pump was still delivering insulin and was put into suspend. Customer's blood glucose was 38 mg/dl which was treated at the assisted living facility where she lives. Customer was advised that she will be mailed her own insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.